Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the error code 105 was caused by failure of the led unit. However, a specific cause of led unit failure could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera elite ii video system center received an e105 lamp error. It was reported that there was no patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found failure of the light-emitting diode light (led) source unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.